Event description:
New information noted that an x-ray was performed and found the atrial and left ventricular - lv lead dislodged due to twiddler's syndrome. The atrial and lv lead were explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Correction: h6 - method code should be "4114 - device not returned" instead of "4117 - device not accessible for testing".

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09236. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited loss of capture, loss of sensing, and high pacing impedance, while the left ventricular lead exhibited loss of capture and high pacing impedance. The device was reprogrammed. The patient experienced no consequences.